Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, after successful deployment of the valve and removal of the sheath, a linear dissection of the right common femoral artery (rcfa) was noted. A small ptfe graft was used to repair a short segment of the vessel. The patient tolerated the procedure with little change in vital signs. The implanting team stated that the large size of the sheath as well as the angle of entry into the artery may have contributed to the dissection.

Manufacturer narrative:
There is no indication the sheath is available for evaluation at this time; however, there was no report of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In this case, the root cause of the femoral artery perforation dissection cannot be confirmed, but it was indicated that the sheath size as well as the angle of entry into the artery could have contributed to the dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.